Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v021934, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that they were seeing a patient on (B)(6) 2015 that had 410cc bladder residual and they were going to do a voiding trial. The hcp believed that the battery was not functional. The patient had difficulty voiding their bladder. The patient had been implanted for 10 years and the hcp thought the issues with voiding were recent. This was not the first time that the hcp had seen the patient. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.